Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2208437: (B)(4) items manufactured and released on 2-jun-2022. Expiration date: 2027-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2205926: (B)(4) items manufactured and released on 07-jun-2022. Expiration date: 2027-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2114777: (B)(4) items manufactured and released on 07-feb-2022. Expiration date: 2027-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2205015: (B)(4) items manufactured and released on 13-jun-2022. Expiration date: 2027-05-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2022. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. Presently, on (B)(6) 2023, the surgeon reports that the patient came in for a post-op appointment and is presenting signs of an infection. The surgeon revised the tibial tray, insert, femoral component and patella component and the surgery was completed successfully.